Manufacturer narrative:
No battery out limit alarm was noted. The unit had a constant motor error during the rewind process due to a corroded motor home switch. The insulin pump was unable to perform the displacement test due to the motor error alarm. The insulin pump was also received with broken battery tube threads, minor scratched display window, scratched case, cracked reservoir tube, cracked reservoir tube window, and cracked reservoir tube lip. The electronic assembly also had moisture damage.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after the batteries had been kept out of the insulin pump for greater than the duration of allowed by the device. The customer's blood glucose was 159 mg/dl. The customer also observed cracks and pieces missing from the battery compartment. He stated that the damage was due to wear and tear. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.